Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was noted to be deformed. All 4 marker bands were present on both ends of the stent. The sdw was stretched and broken/fractured. The sdw was kinked/bent. A functional inspection could not be performed as the stent was returned in a deployed state. The reported event of 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The reported event of 'stent deployed prematurely during transfer' was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that 'the physician delivered the subject stent but encountered significant resistance when pushing at the hub of the microcatheter. The physician retracted the delivery wire of the subject stent and re-advanced it, yet the resistance remained high. The physician then increased the pushing force again, at which point it was found that the stent had been partially deployed at the hub.' Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. Based on the reported event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to advancement of the subject stent out of the sheath. As the introducer sheath was not returned for analysis, the direction of any potential movement could not be determined. If proximal sheath movement occurred, the stent may have partially deployed into a gap between the sheath and the microcatheter. Alternatively, if distal sheath movement occurred, the stent may have encountered increased friction while passing through a deformed distal tip of the sheath. Either scenario could result in elevated resistance during advancement of the stent into the microcatheter. In response to the increased resistance, additional pushing force was reportedly applied. Advancing the stent under these conditions may have contributed to the partial deployment of the stent at the hub and is considered a likely contributing factor to the observed damage, including stent deformation and stretching, kinking, and fracture of the stent delivery wire. Based on the review of all available information an assignable cause of procedural factors has been assigned to the reported event of 'stent difficult/unable to transfer', ''stent deployed prematurely during transfer' and analysed event of 'stent deployed prematurely during transfer', 'stent deformed', 'sdw deformed', 'sdw broken/fractured during use', 'sdw kinked/bent' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis and it was observed that the stent was deformed, the stent delivery wire was kinked/bent, deformed and broken/fractured. Also, the stent was noted to be deployed during transfer. The subject stent was reported to be replaced and the procedure was reported to be completed successfully. No clinical consequences were reported to the patient.